Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was reseated. The system was then found to be operating as intended.

Event description:
The customer reported the loss of fluoroscopic x-ray. There is no report of pt injury.